Event description:
Caller states that the vial of strips has the expiration date of 02/29/2006. The manufacturer has the expiration date as 02/29/2004. Requested return of suspect vial and replacement was sent.